Event description:
In april, 2003, the pt reportedly was suddenly unable to hear sound while using the sound processor. The pt exchanged external hardware. However, the problem was not resolved. In 2003, the pt was seen at the center for device eval. External hardware was exchanged; the reported problem remained. Testing performed confirmed that the device was no longer functioning. Surgery was scheduled to explant pt's device.